Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2013. Testing confirmed this device had been distributed with software version 3.1.0 software. The pad was upgraded to software version 3.2.0, during which the device failed to upgrade. The problem with the device failing to upgrade was attributed to the upgrader software and not the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was not pt involved in this event. The device malfunctioned because it failed to upgrade to new software.